Manufacturer narrative:
Evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) female patient contacted zoll customer support to report that the patient had open sores on her chest from the lifevest. The patient did not return attempts to follow-up, so there was no additional information on the condition of the irritated area.